Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with unstable angina and silent ischemia. On the following day, coronary angiography and the index procedure were performed. The target lesion was a long lesion located in proximal right coronary artery (rca) and extending to mid rca with 95% isr and was 26 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 28 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with direct placement of a 3.50 mm x 12 mm promus element¿ plus stent. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with complaints of chest pressure and tightness associated with mild shortness of breath. Patient's electrocardiogram (ECG) revealed normal sinus rhythm and so st-t changes. Also, patient's chest x-ray revealed no infiltrate or vascular congestion. However, troponin levels were slightly elevated. Two days from the onset of symptoms, coronary angiography was performed and revealed 75% isr of the previously placed 2.50 mm x 28 mm promus element¿ plus stent in mid rca and the 3.50 mm x 12 mm promus element¿ plus stent in lcx was widely patent. The lesion was then treated with direct stent placement of a 2.5mm x 14mm non bsc stent. Following post-dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel.